Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure in the superficial femoral artery via contralateral approach using the ultraverse rx pta balloon. During the procedure, it was reported that the shaft allegedly kinked. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse rx pta balloon catheter returned for evaluation. Upon visual inspection, no actual points of kinks were noted on the catheter. The balloon was viewed under microscope, and no kinks were noted in the inner gw lumen. No anomalies were noted to the inflation hub. During functional testing, the device guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. An in-house sheath was flushed. Using an in-house presto inflation device, the balloon was subjected to negative pressure and was inserted through the sheath and balloon was inflated to nominal pressure and deflated without issue. The balloon catheter was retracted without no issue through the sheath. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported material deformation as no kinks or deformation were noted on the catheter and inner gw lumen. A definitive root cause for the reported material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure in the superficial femoral artery via contralateral approach using the ultraverse rx pta balloon. During the procedure, it was reported that the shaft was allegedly kinked. There were no reported patient injuries.